Manufacturer narrative:
D4 serial #, h3, h4 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported sterile interface module (sim). Evaluation of the device data indicates that the sim triggered error codes ¿manual insertion with no instrument attached¿ and ¿arm docked and sim not connected¿ before the first bipolar fenestrated grasper (bfg) instrument was recognized. Both of these error codes are consistent with connectivity issues with the instrument. Evaluation of the device data for the reported sterile interface module confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument and sim connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the beginning of a robotic laparoscopic cystectomy procedure, when attaching the bipolar fenestrated grasper (bfg) to the sterile interface module (sim) the instrument insertion was disabled along the instrument drive unit (idu). The issue was resolved after replacing the bfg with another new instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the beginning of a robotic laparoscopic cystectomy procedure, when attaching the bipolar fenestrated grasper (bfg) to the sterile interface module (sim) the instrument insertion was disabled along the instrument drive unit (idu). The issue was resolved after replacing the bfg with another new instrument. There was no patient injury.